Event description:
Scrub tech pulled yellow protectant cover off distal end of stent delivery device and felt resistance. Assumed stent was attached. Delivered device in patient and inflated device. Removed delivery device and stent not seen. Stent remained stuck in yellow cover and pulled off delivery balloon during prep. Stent damaged (deformed). Manufacturer response for abbott xience sierra 3.5x28mm coronary stent, xience sierra 3.5x28mm (per site reporter) unknown.